Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a & p lumbar fusion, while preparing the endplate for implant, one of the rasps broke at the distal end, allowing the head to flop freely around. Another backup syncage rasp tray, that was kept in the room during alif procedures, was opened. There was a surgical delay of two (2) minutes. The procedure was successfully completed. No patient consequence. This report involves one (1) alif trial spacer rasp-quick release 13mm height. This is report 1 of 1 for (B)(4).